Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error and battery out massage on insulin pump. The customer¿s blood glucose level was 176 mg/dl. Customer stated that the insulin pump alarmed after battery change. Customer reported that they were unable to clear the alarm. The customer gave a bolus and the insulin pump restarted. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.